Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine with an unknown dose and concentration via an implantable pump for chronic low back pain and spinal pain. It was reported pump was alarming/beeping, and stated the pump was doing a two tone alarm. It was noted that the sound was consistent with synchromed alarms. It was noted that the patient missed a scheduled refill . It was noted that the patient was to have a fill in april (date unknown), but the patient's father died. The patient is scheduled to see the healthcare professional on (B)(6) 2017. It was noted that the patient was to follow up with healthcare professional (hcp), and stated they have been trying to reach the hcp regarding the pump alarming. No symptoms were reported. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4) therapy has never helped.